Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, a definitive clinical root cause could not be determined; however, based on the event 2 years post-rt uni-knee it was likely multifactorial, as the reportedly obese patient experienced scar tissue pain, injury to the right knee broken right toe as well as the diagnosis of ¿failed right partial knee arthroplasty¿ with no instability or reported radiographic evidence of loosening. Additionally, data identified a potential signal that the performance is an outlier versus the state of the art with respect to the risk for revision; therefore, a field action was initiated, and a recall decision was made to mitigate similar future events. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. A review of the instructions for use documents for engage partial knee system revealed that early or late loosening has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, patient anatomy, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, a patient that received a ukr around 2022, states their knee never got better and that they recently became aware their implants were recalled. Therefore, they are scheduled for a revision surgery to take place on (B)(6) 2024. Further complications or patient health status has not been reported.

Manufacturer narrative:
Internal reference number: (B)(4).